Manufacturer narrative:
The reagent lot number is 92024001, and the expiration date is 31-jan-2027. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 16.0 mg/dl, and the repeated results were 11.3 mg/dl and 12.3 mg/dl. The repeated results were believed to be correct. The sample was repeated because the customer questioned the initial result.